Manufacturer narrative:
(B)(4). User facility number: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a tonsillectomy on (B)(6) 2021. The procedure was uncomplicated. At the end of the procedure, it was noted that the patient had burn injuries to both the right and left sides of the oral commissure. A literature review of oral burns during electrocautery tonsillectomy indicated that inadvertent oral cavity burns could occur from electrocautery devices. It is possible that the electrocautery electrode tip had become dislodged/loosened. This would leave an uninsulated portion of the electrode tip exposed which could potentially come in contact with the patient's oral tissue allowing arching of the electrical current and causing the burns.